Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is a gap in adhesive area between z block (server plug-in) and distal end, and light guide lens has a crack. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. (There is a gap in adhesive area between z block and distal end, and light guide lens has a crack. ) the most probable cause of the complaint is no problem detected. (Foreign objects) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had foreign object. The issue occurred during service and maintenance. There were no reports of patient involvement.